Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation was discovered on the right ventricular (rv) lead during an echocardiogram. The implantable cardioverter defibrillator (ICD) and lead have been extracted. No further patient complications have been reported as a result of this event.